Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastroplasty procedure. The blade of the shear broke off. The piece was removed without any difficulties or time delay to the procedure. No adverse patient consequences.